Event description:
It was reported that while running bd facs¿ sample prep assistant iii waste leakage occurred from the wash station and was not contained. There was no report of user impact. The following information was provided by the initial reporter: customer notices a leak from the washing station. 1. Was the leak liquid or air (if liquid, go to question #2. If air, no further questions required.) Liquid. 2. Was the leak contained within the instrument? (If not contained, go to question #3, if contained, no further questions required) no. 3. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the next box then go to question #4) no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5) water. No answers for further questions.

Manufacturer narrative:
H6: investigation summary : scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: leak from wash station. Manufacturing defect trend: there are (B)(4) qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2020 to date (B)(6) 2021 (rolling 12 months). Complaint trend: there are (B)(4) complaints related to the reported complaint. Date range (date of incident to 12 months back) from (B)(6) 2020 to date 1(B)(6) 2021 (rolling 12 months) . Investigation result / analysis: per the customer calls: customer was instructed how to properly clean the filter. Customer cleaned the filter. Reinstalled the filter and the problem is resolved. System is back on line. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2015. Defective part number: no defective parts. Work order notes: subject / reported: leak from the wash station. Problem description: leak. Cause: clogged filter. Work performed: cleaned the filter. Solution: cleaned the filter. Returned sample evaluation: no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 _. Hazard: environmental biohazard. Severity: 5. Probability: 1. Risk index: 5. Implementation: bd facs sample prep user¿s guide__. Risk control:_alarp_____. Mitigation(s) sufficient yes no. Root cause: based on the investigation result and the customer calls: the root cause was clogged filter. Conclusion: based on the investigation results and the customer calls the complaint was confirmed for the wash station leak.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facs¿ sample prep assistant iii waste leakage occurred from the wash station and was not contained. There was no report of user impact. The following information was provided by the initial reporter: customer notices a leak from the washing station. Was the leak liquid or air (if liquid, go to question #2. If air, no further questions required.) Liquid. Was the leak contained within the instrument? (If not contained, go to question #3, if contained, no further questions required) no. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the next box then go to question #4) no. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5) water. No answers for further questions.